Event description:
Customer reported that the user of the device (nurse) received an electric shock and that the cable is damaged. After due diligence no additional information received. Testing and investigation confirmed the damaged ac power cord. The power cord was replaced.